Manufacturer narrative:
Device manufacturer address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location of the homechoice cassette that led to this alarm. It was stated that fluid was found on the floor. Renal therapy services (rts) provided instructions to help clear the alarm. Rts reviewed proper procedures per the user manual. The patient would use manual supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.